Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Device not returned.

Event description:
It was reported that the cover screw would not disengage from the implant. As a result, the implant had to be removed. The site was grafted and the patient will return for implant replacement. Tooth site 6.

Manufacturer narrative:
One implant was returned for investigation with the associated cover screw attached. Visual evaluation of the as returned product identified damage and signs of use on the cover screw. Functional testing was performed for the returned product and it was determined the device failed functional testing as it took excessive effort for the cover screw to be removed from the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.